Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in CT room, a bent needle appeared and the other one's tubes was leaking" "it's already been used on patients. After use, the patient was found to have a bulge at the injection site, immediately stop using. The defective product has been discarded. No high-pressure injection was involved."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1020998. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was provided for evaluation. Bd investigators noted that the returned video displayed a leak occurring at the catheter tubing. Unfortunately, without the ability to review the leaking device the root cause for leakage could not be determined.